Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "in the event the quicklink" loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually; pushing the dispense button does not eject any items or produces a partial dispense." (B)(4).

Event description:
It was reported that the cartridge malfunctioned. The cartridge failed to deploy a seed. There was no further information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the cartridge malfunctioned. The cartridge failed to deploy a seed. There was no further information available.